Event description:
Primary surgery - the surgeon was inserting the stem and the threads on the stem inserter sheared off the stem implant. The implant was wasted from this and a different stem implant was used.